Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, liberty cycler set, or the stay safe caps as the peritonitis was diagnosed prior to the patient using the expired caps. Additionally, there are no allegations against any fresenius products. However, it is suspected that a breach in aseptic technique was the potential causal event for peritonitis. This MDR MFR# (B)(4) is related to MFR# (B)(4) . A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file reviewed. On (B)(6) 2017 this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called in to state she inadvertently used expired stay safe caps and also reported that she had peritonitis in (B)(6) 2017. During a follow up phone call to the pd registered nurse (rn) on (B)(6) 2017, it was confirmed that this patient was diagnosed with peritonitis on (B)(6) 2017. The pd effluent culture was positive for staphylococcus epidermidis and the patient was prescribed/treated with cefepime and vancomycin (route, strength, dose and duration unknown). The pdrn stated that the event of peritonitis was attributed to touch contamination and that the patient did not practice aseptic technique during treatments, as there was no hand washing or masking. There were no reported leaks during treatment prior to the peritonitis. On (B)(6) 2017, a repeat culture on the pd effluent was completed and showed no growth. The patient continued to complete ccpd for rrt at home with the assistance of her daughter. There was no hospitalization and the patient was considered resolved from this event of peritonitis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A search of the material delivered to the patient confirmed the lot was delivered to the patient on 01/06/2016. At this time the material was within shelf life due as the lot expired on 03/31/2016.

Event description:
Information in the complaint file reviewed. On 08/11/2017 this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called in to state she inadvertently used expired stay safe caps and also reported that she had peritonitis in (B)(6) 2017. During a follow up phone call to the pd registered nurse (rn) on 08/15/2017, it was confirmed that this patient was diagnosed with peritonitis on (B)(6) 2017. The pd effluent culture was positive for staphylococcus epidermidis and the patient was prescribed/treated with cefepime and vancomycin (route, strength, dose and duration unknown). The pdrn stated that the event of peritonitis was attributed to touch contamination and that the patient did not practice aseptic technique during treatments, as there was no hand washing or masking. There were no reported leaks during treatment prior to the peritonitis. On (B)(6) 2017, a repeat culture on the pd effluent was completed and showed no growth. The patient continued to complete ccpd for rrt at home with the assistance of her daughter. There was no hospitalization and the patient was considered resolved from this event of peritonitis.

Manufacturer narrative:
This MDR (B)(4) is related to (B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported inadvertently using expired stay safe caps and had been diagnosed with peritonitis. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had been diagnosed with an episode of peritonitis on (B)(6) 2017. The pd rn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. No reported fluid leak was reported during or after treatment and prior to the infection. The pd rn stated the patient used new and un-opened stay safe caps, and the caps were expired but indicated there were no reported issues with the caps. The pd rn stated the patient was not hospitalized for the episode of peritonitis and was treated in-home with an unknown dose, route, and frequency of vancomycin for 21 days. The pd rn stated the patient was elderly and as of (B)(6) 2017 was being assisted by her daughter in completing peritoneal dialysis treatments and was able to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the cassette lot number was unknown and the samples were not available for evaluation.